Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the damage was at the section that enters into the patient. There was a crack in the black cover part. The customer does not believe anything was missing from the instrument and no fragment fell into the patient. The reporter thought the instrument would be returned it after it was cleaned. There are no photos or videos for isi to review. The probable root cause of damaged snake wrist cover is attributed to user-related factors, including device handling during use or sample handling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
As of the date of this report, the sureform stapler 60 has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a tear was observed in the rubber tip of the forceps while using the sureform stapler 60. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained that continued use of the forceps in question was not recommended from a safety standpoint, and the solution was to replace them with new ones and return the defective ones. The procedure was completing as planned with no reported injury.